Event description:
(B)(5). I finally found my essure product lot number: (B)(4). Lot: b53559.

Event description:
#Medwatcher #(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. The onset of my complaint started on (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure: I have had ongoing pain at the implantation site. The skin on my fingernails became weak and would be subject to repeated tears and splits, and the rest of my skin broke out in ongoing cystic acne (which was of a different degree of severity than on just testosterone alone, and even in the few days since the removal of the device, my skin is starting to clear up and heal). I gained 20 pounds in the six months I had essure (my weight had otherwise been consistent for the past five years). My short-term memory was negatively affected by this device. My joints throughout my body were constantly inflamed and painful. I have been seen by approximately 7 doctors. I have been diagnosed with the following conditions: fibromyalgia. I have had the following surgeries due to essure: hysterectomy, salpingectomy. The device was removed on (B)(6) 2015. I am uncertain if the device was returned to the manufacturer.